Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient. It fell off onto the bed upon removal from the patient. No injury to the patient was reported.